Event description:
A journal article was reviewed that contained information regarding these lead models. Multiple patients and multiple failure modes were noted in the article, however a one to one correlation could not be made with unique lead/serial numbers. The article included the following failure modes: infection, lead fracture, no capture, undersensing, and lead dislodgement. Lead status is unknown. There were three reports of in-hospital deaths due to "overwhelming sepsis in patient who presented with sepsis/endocarditis." No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. The sprint fidelis lead model is included in a field advisory. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "multicenter experience with extraction of the sprint fidelis implantable cardioverter-defibrillator lead." Journal of the american college of cardiology. August 31;56(8):645-650.